Event description:
It was reported there was an issue with the part number 80-1625 polarus 3 nail targeting locking bolt (batch # 398349). It was reported the targeting locking bolt "caused the nail to 'slip' meaning that they could not line up the nail with the jig to place the screws". Device information for the nail involved in this event is unknown. Attempts to obtain further information regarding this event and the patient were made to no avail. This report is related to report number 3025141-2022-00257 for the targeting locking bolt involved in this event.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.